Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining discrepant white blood count (wbc) results from a sample run in complete blood count / differential (cbc/diff) mode on the coulter ac t diff 2 analyzer with cap piercer (cp) which did not match the sample reruns on the same instrument in cbc mode. Specifically, the sample run in the cbc/diff mode recovered low wbc result without instrument generated flags which did not match two other reruns on the same instrument in cbc only mode. The same sample was later rerun two other times for verification in both modes, and the wbc results from rerun 4 (in cbc mode) was reported out as correct. The wbc results was the only parameter affected. The results provided by the customer are shown in the attachment section of this report. Results were not reported out of the laboratory. There was no death or injury associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) advised the customer over the phone to perform an extended cleaning procedure and to clean the guide rails of the traverse probe. Reproducibility was completed in both modes and it passed. Failure mode is unknown with the information provided; however, the issue was resolved through the extended cleaning procedure. Service was not dispatched as the customer resolved the issue. Labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), suspect flags, parameter codes and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.